Event description:
The customer reported to corporate product surveillance (cps) a flo-gard infusion pump alarmed occlusion. This condition occurred while administering rituxan to a pt. The pump reported would not run. There was no pt injury or medical intervention associated with this incident. The pump serial number is unk. The facility cannot identify the pump, and will not be returning it for evaluation. No additional info is available.

Manufacturer narrative:
The reported condition of "pump alarmed occlusion and would not run" could not be confirmed because the device was not returned to baxter for evaluation. The facility cannot identify the pump, and will not be returning it for evaluation. If any additional info becomes available, a follow-up report will be filed.